Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/06/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/17/2015 with the following findings: a review of the black box data showed a ¿no power¿ event. A visual inspection of the pump showed that the battery compartment was cracked and had damaged threads. The returned battery cap had damage threads. The battery cap contact dimensions measured within specifications. The pump powered on with the battery cap; however a power loss was observed after the battery cap was loosened by half a turn. A test cap was then used and the pump was then exercised for 24 hours with no power loss. The pump cover was opened and not internal defect was found.